Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels between 600 and 800 mg/dl with moderate thirst and frequent urination upon waking for approximately one week. The patient reported treating the elevated blood glucose with a bolus and blood glucose levels would be within range for the rest of the day. A review of the pump history indicated that the patient was only priming 0.5 units. The patient reported seeing drops of insulin come from the tubing upon priming. Customer support advised the patient that inadequate prime volumes could result in under delivery of insulin. The patient reported that the pump basal settings were not correct. The patient indicated that the pump basal settings were just adjusted per a health care professional's recommendations and the basal rate from 4 am was missing. The basal rates were reviewed with the patient: 12:00 am 0.70 units, 2 am 1.7 units, 6 am 1.9 units. The patient also reported that the pump time seemed to be losing time by 10 + minutes over an unspecified period of time. The patient also reported issues with the pump self suspending. The pump suspend history was reviewed and showed several suspends in the history between 5 am and 6 am. The patient reported not waking up until 5:30 am however, the suspend history showed suspends at 5:08 am (B)(6) 2013, at 5:10 am on (B)(6) 2013, and at 5:10 am on (B)(6) 2013. This report is made based on the allegation that the patient experienced hyperglycemia associated with allegations of issues with the basal rate, pump suspensions, and time loss or gain.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. During testing, the pump was unable to power on. The complaint could not be fully investigated due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.